Event description:
A nurse reported that a pt was diagnosed with enterobacter cloacae peritonitis during a peritoneal dialysis clinic visit, on an unk date in (B)(6) 2014. This nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice aseptic technique and broke the sterile field during treatment: the pt did not wash their hands and did not don a mask. On an unk date, the pt changed dialysis modalities from continuous cycler-assisted peritoneal dialysis (ccpd) therapy to continuous ambulatory peritoneal dialysis (capd). As of (B)(6) 2014, the pt continues capd therapy without any further issues, and the pt's signs and symptoms of peritonitis have resolved.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.